Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, b7, d6, e1, g3, g6, h2, and h11. Upon review of additional information received, this event is no longer reportable and MDR is voided. Due to the new information provided that the explantation of the pre-existing crt-d was planned. Post-procedurally it was noted that continuous telemetric monitoring and closely monitored resting ecgs revealed recurrent sinus bradycardia with heart rates as low as 35 beats per minute and first-degree av block with a pr interval of >300 ms, despite the interruption of beta-blocker therapy, which led to the decision to re-implant a crt-d system. Therefore, this event is disassociated from the evoque device and hence the complaint and MDR will be voided.

Event description:
The explantation of the pre-existing crt-d was planned. Post-procedurally it was noted that continuous telemetric monitoring and closely monitored resting ecgs revealed recurrent sinus bradycardia with heart rates as low as 35 beats per minute and first-degree av block with a pr interval of >300 ms, despite the interruption of beta-blocker therapy, which led to the decision to re-implant a crt-d system.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of an evoque in tricuspid position where a first-degree av (atrioventricular) block was detected with prolonged pq interval <300. A permanent pacemaker (ppm) from crt type (cardiac resynchronization therapy) was implanted in the patient. The baseline rhythm was unknown.